Event description:
It was reported that the unspecified bd infusion set experienced air in line. The following information was provided by the initial reporter: they are using the anti-siphon valve to decrease ail. Typically they had ail with amio mostly, and tpn occasionally.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that "occlusion alarms with lipids on the lvp" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number and material number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set experienced air in line. The following information was provided by the initial reporter: they are using the anti-siphon valve to decrease ail. Typically they had ail with amio mostly, and tpn occasionally.